Event description:
A journal article was reviewed that contained information regarding a left ventricular pacing lead. The failure mode noted in the article was dislodgement that led to no pacing. The lead was removed and replaced. Further follow up did not yet yield any additional relevant information regarding the event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature and no user facility follow-up is possible without product identification. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Without a serial number it is not known if this event has been reported on another MDR. Referenced article: arya rc, sood nk, ralhan s, wander gs. Tee-guided left ventricular epicardial pacing lead placement for cardiac resynchronization therapy. Ann. Card. Anaesth. July 1 2012;15(3):229-232.